Event description:
It was reported that, when navio was powered on, monitor was not working. There was only a 'no signal detected' blue box and proceeded to turn off the navio and unplug camera and pedals. Unit was unplugged from wall and then plugged back into wall and powered on the unit. The screen/monitor was still blank and proceeded to the back of the unit to power on and off all the units.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that when booting up the system nothing displayed on monitor. System successfully booted up after representative walked through the troubleshoot process with a service representative. DHR review found that the software version has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. The log files were evaluated and it was found that there was a gap between boots where there was no logging from the cpu, indicating that the cpu never came on. When the cpu is off when the ups is turned off, it does not consistently turn on when the ups is turned on. Therefore, it is likely that the cpu was shut down before the ups in a previous use. Then when the ups was turned on, the cpu did not turn on right away. This was recreated with an in-house system. First, the cpu was turned off and then the ups. Then, the ups was powered on, but the cpu did not power on with the ups. Then, the cpu was powered on. When the cpu powered on, the ups beeped as it was running through initial tests (most likely the reason for the beep that the reporter heard). This confirms that it was most likely the case that the user turned on the ups, and when the cpu did not immediately turn on as well (which would have turned on the monitor), they restarted the ups several more times, until eventually the cpu turned on with the ups. The user indicated that they saw the green led of the cpu on, but it was more likely that they saw the green led of the ups. The device performed within expected parameters.